Event description:
It was reported by the netherlands that during service and evaluation, it was determined that the battery oscillator device was jammed/seized, had moving parts that did not move smoothly-trigger, saw head could not be rotated or locked in new position and had component damage. It was further determined that the device failed pretest for general condition, check positioning of saw head, check for sticky trigger, check function of device and check oscillation frequency with frequency meter. It was noted in the service order that the oscillation of the saw blade seemed to be loose and the saw blade could come out at any time but the device worked. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the oscillation of the saw blade seemed to be loose and the saw blade could come out at any time was not confirmed. Therefore, an assignable root cause for the reported condition was not determined. However, during evaluation, it was determined that the device had moving parts that did not move smoothly-trigger. The assignable root cause was determined to be traced to maintenance. UDI: (B)(4).